Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The pump was monitored for several days and no unexpected powering off, frozen display or additional display anomalies noted. The pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump turned off. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.